Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: an optical investigation showed an approx. 45° bend in the catheter tube and a squeezed section where the seal of the introducer is located in assembled situation. Furthermore both catheter wires were wavy what indicates that tensile force must have been applied to the catheter. Additionally 5mm air bubbles are spread all over the catheter tube. The cc1.sb was evaluated by conducting a performance test in water at 36.92 °c bath temperature, 20.9% oxygenation and 753.3 mmhg barometric pressure. The test device showed a po2 value of 89.04 mmhg whereby the nominal value was 147.65 mmhg. The oxygen measurement performance of the cc1.sb is out of specification. During the performance test the po2 value was jumping between no readings and the value mentioned above. This behavior became worse by slightly rotating the catheter housing. Due to the fact that sometimes ¿no readings¿ were shown an electrical test of the connections was conducted. This test showed a possible break of the anode wire somewhere between the tip of the catheter and the connector. A stepwise dismounting of the catheter showed that the anode wire was broken inside the connector housing. Furthermore the lemo pin inside the connector housing was loose what indicates that the pin must have been rotated somehow. DHR review: no anomalies have been reported. No ncr or any variances were associated with this lot. The lot met the specification at the time of release. No trend could be determined. The catheter was working at the customer site until they disconnected and reconnected the catheter due to necessary medical examination. This leads to the assumption that a rotation of catheter and cable against each other and a high tensile force (indicated through wavy wires) must have been applied while disconnecting the catheter from the cable. This rotation could have loosened the lemo pin respectively rotating the lemo pin as well. If the lemo pin is rotating while the connector housing remains in its position the anode wire as well as the cathode wire will be exposed to kind of tension. Due to the fact that the anode wire has a smaller diameter than the cathode wire and would tear at lower forces it is likely possible that the anode wire breaks if a tension like described above would be applied. Additionally the tensile force on the catheter itself (wavy wires) could lead to a broken wire as well.

Event description:
It was reported that the probe was working perfectly until it was disconnected during a medical examination of the patient. The patient was coming back from medical examination and the licox probe implanted (lot 120315 serial (B)(4)) was reconnected to the monitor (lot 121002). The value was zero. The monitor was changed to another one of the same lot 1210002 but still no value. The physician decided not to insert another licox probe on this patient. It was reported that 3 patients were involved with same issue on the licox. The hospital has identified more clearly that they used to disconnect the licox for medical examination at the catheter level and when they would reconnect, it would then not work. There would be no value when reconnecting. They tried to disconnect at the licox at the monitor level when performing medical examination (patient with the catheter and cable). When they reconnect it, it was working. Patients were reported to be woman and men between the ages of 18 to 50 years old. Reason for the use of the licox was for cranial trauma. The card was normally taken off. On the 3 patients involved, outcomes were reported as 1 death and 2 normal courses for cranial trauma. It was not reported and specified which one of the 3 patients died. Linked to mfg report numbers: 9617494-2015-00029, 9617494-2015-00031, 9617494-2015-00033.